Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A nurse reported diffuse lamellar keratitis (dlk) in a patient's left eye one day post lasik. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Additional information provided in device evaluated by MFR?, evaluation codes, and additional MFR narrative. The logfile shows no error or relevant warning messages. The energy stayed stable during the day and shows no abnormalities. No problem with the system can be identified by reviewing the logfiles. A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the treatment. No technical root cause was identified as the product was found to be within specifications. (B)(4).